Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a suture break occurred, when the plunger was pulled back there was no suture present. Hemostasis was achieved with an non-abbott device. There was no adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was deployed with blood present in the device. The plunger w/anterior needle tip, suture w/posterior needle tip, link and cuffs were not returned for evaluation. The returned body of the device, lever, foot, guide and sheath were examined and found to be normal. No damage was detected that would contribute to the reported suture breakage. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was used to test the needle trajectory and it was acceptable and not a contributing factor in the event. Based on the limited returned components the reported suture break could not be confirmed for this device. No manufacturing or quality inspection issue was detected. A review of the device history record did not produce any findings relevant to this report.